Event description:
Event description guidant received information that at the attempted implant procedure of this ventricular lead, impedance measurements were greater than 2500 ohms. The lead was reported to be in good anatomical position. The lead was explanted, replaced and returned for analysis.